Event description:
It was reported that the patient had gone through withdrawal several years ago. The reporter stated that the patient¿s family relayed this information as the patient was not functional and could not respond. The manufacturer¿s representative stated that the patient was not exhibiting any withdrawal symptoms currently. The pump was used to infuse baclofen (unknown). No interventions or outcome reported. Further follow up was conducted to obtain this information. If additional information is received, a follow-up report will be added.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).